Event description:
It was reported by service report that the main power cord had a high resistance reading. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged power cord.